Event description:
It was reported that the patient presented with heart block and bradycardia. Interrogation revealed the leadless pacemaker (lp) exhibited loss of capture. The lp was explanted. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was unconfirmed. Final analysis found no anomalies on the helix and revealed no anomalies contributing to reported event of a capturing problem. Analysis returned normal.